Event description:
It was reported that the device would not turn on. There was no patient use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root caused was determined to be due to the main control keypad assembly. After replacing the main control keypad assembly, proper operation was confirmed and the device was returned to the customer.